Manufacturer narrative:
Evaluation: results: no results available since no evaluation performed (device or procedural images not provided for review). Conclusion: unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Event description:
A physician deployed a complete self expanding (se) peripheral stent to treat a stenosed lesion in the external iliac of a patient that was pre-dilated. It was reported that when the delivery device was being removed, the nose cone of the tip of the device caught in the middle portion of the stent. The physician managed to manipulate the delivery system and recaptured the tip and the delivery system was removed from patient. No patient injury or clinical sequelae were reported.